Manufacturer narrative:
The manufacturer previously reported wrong information in section b5. After review, it was determined that section b5 should be corrected. Description event or problem has been corrected as and reported as below the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging stuffy feeling in upper lungs, chest tightness. There was no report of medical intervention. During the external and internal investigation, the manufacturer observed unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black and white specs of contamination on the bottom the blower box. Also, there is an unknown light tan piece of contamination in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The manufacturer found zero error codes. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified. Device serviced by 3rdp, device avail. For eval (rfb), device available for eval, date returned (rfb), date returned to mfg, if follow-up, what type (rfb), if follow-up, what type, device eval. By mfg. (Rfb), device evaluated by mfg. Device avail. For eval (rfb), device available for eval, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging stuffy feeling in upper lungs, chest tightness. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.